Event description:
I bought new daily contacts from 1-800-contacts. It was a suggested lens (aquasoft) and not my normal lens (acuvue). They made my eyes red, irritated, blurred my vision, caused light sensitivity and eventually scratches on my eyes and a very serious bacterial infection. I was treated by an optometrist after multiple bouts of severe eye issues.